Event description:
A consumer reported eye pain and discomfort following intraocular lens (iol) implant surgery. She has tried artificial tears to help alleviate these symptoms. She also reported the following: seeing halos, cannot read without glasses, vision is fuzzy, and can see a reflection in the center of her eye when looking in the mirror. All symptoms were noticed the first week after having iol implant surgery. She was advised that her symptoms would improve after having iols implanted in both eyes, yet she experienced the same symptoms in the second eye. She stated that her vision has gotten worse in her left eye and the pain is worse behind her right eye. She does not believe it is a "bad lens" issue, since both eyes are equally affected. She sought a second opinion and was told that having the lenses exchanged would be "the only thing left to do now". Additional information was received from the surgeon, who reported it is unknown whether the iol caused or contributed to the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).